Event description:
It was reported by the account contact that during an unknown surgery the device broke. There was no impact to the patient as they had a back-up. It is unknown if the device is available for return.

Manufacturer narrative:
(B)(4). Batch # unknown. Attempts are being made to obtain the following information. To date a response has not been provided. If further details are received at a later date, a supplemental medwatch will be sent. "Were all pouch components retrieved from the patient?" Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.